Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would power off by itself shortly after being powered on. This occurred multiple times during a shift check when they were checking/testing their equipment. There was no patient use associated with the reported event.